Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sunblade 1500 central processing unit (cpu). This customer has a high availability (ha) pair, which is a pair of cpus running in parallel to reduce the possibility of the loss of centralized monitoring. If one system goes down, the second system is there to take up the centralized monitoring load. In this particular episode, system a, which is the primary unit in the ha pair, rebooted due to a floating point exception error in the arrhythmia library. Resolving this problem required a system reboot. Normally, rebooting one system will not cause the backup system to reboot as well. In this case it did, resulting in a 5 minute loss of centralized monitoring. Welch allyn tech support assisted the customer in restoring normal operation. Although the acuity system was unavailable for centralized monitoring while the system was rebotting, pt vital signs monitoring continued at bedside with the local bedside pt monitor for any pts connected to the system. There were no pts harmed in any way by the event. By event here and in the codes in block h6 of form 3500 we mean the loss of centralized monitoring. Evaluation of the system logs following the restoration of normal operation indicated that the primary system had been set up to control certain memory operations for the primary and ha backup system. When the primary system was rebooted as a result of the arrhythmia library failure, those memory operations failed on the ha backup, causing it to hang and become unavailable.

Event description:
Centralized pt monitoring was lost for approx 5 minutes. During that time, bedside monitoring utilizing the bedside pt monitoring devices continued normally.